Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise on the atrial channel and some corresponding noise on the ff. Lead to be evaluated further. Lead remains implanted.